Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion of the reported event. Physical device evaluation was not performed as the customer device was not returned and no pictures have been provided. The device history records for this device cannot be performed as no lot number provided. The OEM (original equipment manufacturer) representative notes that the manual process of seating the inside seal and the seal cap onto the device can lead to poor workmanship or human error. If this process is done incorrectly it can cause a leak. As a precautionary measure, a visual inspection performs on every piece and records all non-conformances and process deviations. The device met final product release criteria and no abnormalities were found. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the customer updates and responses.

Event description:
The reported event occurred at the beginning of an endoscopic retrograde cholangiopancreatography (ercp) diagnostic procedure. Other devices involved in the event were aws valve and cc3vdw. There was a 30 minute delay and the procedure was not completed. The physician was positioned in the duodenum preparing to cannulate when the device failed three consecutive times to provide sufficient insufflation. After the third time of the lumen closing in on the scope, the physician pulled the scope out and cancelled the procedure. There was no patient harm reported besides having to bring patient back to re-attempt the procedure at a later date.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a diagnostic ercp (endoscopic retrograde cholangiopancreatography) procedure, the device had air leakage causing the unit to not insufflate properly. The user used stent to complete the procedure. Lot number and serial number for both of the devices used were not provided. No further details provided regarding the event. No patient harm or impact reported.